Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was between 500 to 600 mg/dl. The customer stated that the trainer has changed the basal settings and there was no improvements. No further information was provided.